Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced battery, due to error 120.4500. Replaced cracked front case. The proximate cause of the reported issue was due to electrical failure of the battery pack assy nimh 8000/8015. A review of the device history record for (B)(4) was performed from 10/31/2016 to 8/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported error code 120.4500.